Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient with fusion therapy. It was reported that the implant would not expand, out side of would it will expand freely , inside defect the implant would not expand. The surgeon had no tactile feedback and the expansion driver continued to spin. Surgeon eventually left implant in with little to no expansion at all. Based on fluoro it did not expand. A snap or loud noise from device was heard when surgeon turned the cage in the defect to line up and down in coronal plane. Surgeon do not know what the noise was not sure if that played a part with the difficultly experienced. There were no symptoms reported. There were no further complications reported regarding the event.